Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts. However, no definitive part was identified as the cause of the issue. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The instrument service history review for (B)(6) revealed no additional complaint tickets associated with falsely depressed wbc and hemoglobin results. A review of tracking and trending did not identify an increase in complaint activity for list 096p68-01 and the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) was identified.

Event description:
The customer reported a falsely depressed wbc and hemoglobin results generated on the alinity hq processing module for one sample. The following data was provided: (B)(6) 2025, sid (B)(6): wbc: (B)(6) result = 1.69, (B)(6) = 0.862 hemoglobin: (B)(6) result = 9.36, (B)(6) = 7.88 the customer is questioning the results generated on serial number (B)(6) and believes the results generated on (B)(6) are correct. No impact to patient management was reported.

Event description:
The customer reported a falsely depressed wbc and hemoglobin results generated on the alinity hq processing module for one sample. The following data was provided: (B)(6) 2025, sid (B)(6): wbc: (B)(6) result = 1.69, (B)(6) = 0.862. Hemoglobin: (B)(6) result = 9.36, hq00692 = 7.88. The customer is questioning the results generated on serial number (B)(6) and believes the results generated on (B)(6) are correct. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.